Event description:
A resident was being transferred from bed to chair via lift. Resident suddenly slid forward and fell to left side out of sling onto the floor, striking left side of face on leg of lift and left shoulder on floor. Resident received a hematoma on left side of face and was evaluated by physician in ER.